Manufacturer narrative:
Block b3 - the exact date of the stent migration is unknown; however, it was reported that the migration occurred sometime after the procedure. Therefore, the implant date was used as the event date. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the additional procedure (egd) performed to remove the migrated stent. Imdrf impact code f2301 captures the used of additional device to remove the stent and to seal the leak.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. On an unknown date post stent placement, the stent migrated. On (B)(6) 2024, an egd procedure was performed, and the migrated stent was successfully removed from the patient using snares. A mantis clip was used to seal the leak, and imaging was performed to confirm the leak was sealed. The procedure was completed. No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an agile esophageal stent was implanted to treat a leak during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2024. On an unknown date post stent placement, the stent migrated. On november 29, 2024, an egd procedure was performed, and the migrated stent was successfully removed from the patient using snares. A mantis clip was used to seal the leak, and imaging was performed to confirm the leak was sealed. The procedure was completed. No patient complications were reported as a result of this event. It was reported that the agile esophageal tts was used to treat leak during an esophagogastroduodenoscopy (egd) with stent placement. However, per the agile esophageal tts instructions for use (IFU), agile stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks b3, b5, and h6 (device code) have been corrected. Block b3: event date is unknown. Approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a23 captures the device use of device issue- misuse. Imdrf impact code f2202 captures the additional procedure (egd) performed to remove the migrated stent. Imdrf impact code f2301 captures the used of additional device to remove the stent and to seal the leak.